Event description:
It was reported that blood got sucked into a cardiosave intra aortic balloon pump (iabp). No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.